Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to a diabetic seizure and low blood glucose levels. The customer's father also reported that the clear plastic screen over the insulin pump's display had fallen off and went missing. He stated that the insulin pump had been missing the plastic screen for about 4 days since the seizure. The blood glucose reading at the time of hospitalization was 34 mg/dl. The caller noted that the customer had had a blood glucose reading of 300 mg/dl prior to the event, and he had been treated with a correction. He stated that the customer also has addison's disease, which was the perceived cause leading up to the seizure. He was unsure how the damage had occurred to the insulin pump. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.